Event description:
Very shortly into the ramp up phase of a transurethral microwave treatment, the patient experienced severe anxiety and complained of having chest pains. The treatment was stopped before getting to full power. The patient likely had a panic attack and was ambulatory.

Manufacturer narrative:
No devices or treatment files have been returned, therefore no direct product analysis is available. All manufacturing and quality assurance testing was carried out in accordance with standard procedures and the product met its specifications at the time of release. No communication was obtained directly from the physician, however, information received from the 3rd party mobile technician revealed that the patient was extremely nervous and anxious before the treatment. It was uncertain if the physician provided sufficient education on the procedure, set the appropriate expectations or provided adequate sedation for the patient. The technician expressed confidence that the tumt treatment did not cause any problems; the patient was in an anxious condition before therapy had been delivered and likely had a panic attack. Information on the patient's current condition is unavailable.